Manufacturer narrative:
Update: the customer consulted with their healthcare provider, and was advised to change their pump settings. The customer successfully changed pump settings with the assistance of tandem¿s technical support. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels (over 200mg/dl), only at night after eating and taking a food bolus. Elevated bg levels were treated by taking a correction bolus with the pump. Tandem's technical support reviewed profile settings with the customer, and recommended that the customer consult with their healthcare provider and discuss settings as they looked abnormal.